Event description:
It was reported that there was a revision of a pca hip. Revised because of a worn poly.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was not confirmed as the device was not returned and medical records were not received for evaluation. Device history review could not be performed as the catalog number and lot number of the reported device was not provided and the device was not fully identified. Complaint history review could not be performed as the catalog number and lot number of the reported device was not provided and the device was not fully identified. The exact cause of the event could not be determined because no device, medical or patient information was provided for evaluation.

Event description:
It was reported that there was a revision of a pca hip. Revised because of a worn poly.